Event description:
The nurse in ICU smelled an odor "like a hot candle burning." She located the source of the odor in a room with trach collar patient attached to a nebulizer with a heater inserted. The smell came from nebulizer/heater and it was observed that the nebulizer was empty (of water.) As the nurse began to unscrew the cap on the nebulizer to add water, the unit sparked, combusted and flamed. The nurse disconnected nebulizer/heater from oxygen source. She reported smoke appeared to get into patient's trach collar; however, there was no apparent effect on patient.